Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300s mg/dl and "felt ill"; cause was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged approximately 48 hours later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.